Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The investigation is on-going. A supplemental medwatch will be submitted once further info is available.

Event description:
The customer noticed a decrease in gas exchange after approx 5 days of continuous use. The oxygenator was changed out and gas exchange improved. No fluid leakage of either blood or clear fluid was detected during use of the first oxy. The oxygenator was "burped" occasionally to clear any accumulated moisture in the oxygenator during the 5 day ecls support. The customer will provide blood gasses and cbc results for platelet levels. The pt expired approx 2 days after the oxygenator was changed out. (B)(4).